Manufacturer narrative:
Based on new information received. Iol serial number (B)(4) was known, so manufacturing review was performed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to od iol. Medical device: model#: zxr00, catalog #: zxr00u0190, serial #: (B)(4), unique identifier (UDI#): (B)(4), expiration date: 4/8/2022. Device manufacture date: 4/8/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: as the serial number is unknown for this event, it is not possible to perform any manufacturing record evaluation or complaint history review. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported initially that at 1 month post op visit, patient was extremely bothered with halos and starburst, slightly bothered with glare, and very bothered with streaks of light. For all symptoms patient reported difficulty driving at night with her symfony intraocular lens (iol). Further information was received and reported that at 6 month visit, patient was extremely bothered by glare and halos while driving, doctor feels this is due to residual uncorrected refractive error and cylinder. No additional information was provided.